Event description:
The reporter indicated that a 12.6mm vicm5_12.6 -8.00 diopter implantable collamer lens was implanted into the patients eye. Excessive vault was observed, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Implant date: unknown. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).